Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs. During prime/delivery test due to faulty back pressure sensor (gold). No motor error alarm noted. Unable to test for excessive no delivery alarms due to prime anomaly. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level near the time of the incident was 246 mg/dl. The alarm history also showed that two no delivery alarms occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.